Event description:
It was reported that a pt underwent a sling procedure along with a routine cystoscopy on (B)(6) 2010. The pt experienced pain in her thighs immediately after surgery. At the two week visit, she reported bilateral thigh pain exacerbated by movement and inability to ambulate comfortably. Her incisions were well-healed and the pain was reproducible upon abduction and adduction of both legs. On (B)(6) 2010, a pelvic x-ray was performed for suspected pubic symphysis separation. The results were normal and no separation was seen. The pt is going for pelvic floor physical therapy. Trigger point injections, neurontin, ibuprofen 600mg every 6 hours as needed, percocet 5/325 every four hours as needed, and valium 2mg three times per day as needed were started. The pain eventually improved after three months. The pt is able to ambulate, however, still...

Manufacturer narrative:
(B)(4) - pain occurred. Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.